Event description:
It was reported the device does not fill up correctly in the tube. The urine cannot run into the chamber with the first 40 ml so it gives an incorrect measurement every hour.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of harm to the pt due to the device malfunction. Add'l info has been requested, however no add'l details have been provided, however should info be provided, a follow up report will be submitted.